Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, the connection between fork and headlight was loose. We decided to report the issue in abundance of caution as loose connection between lighthead and fork could lead to detachment of lighthead, and as a result of that, could lead to serious injury.